Event description:
It was reported that an alert was received due to out-of-range right ventricular (rv) pacing lead impedance measurements measuring greater than 2,000 ohms. A lead safety switch (lss) was declared which switched the pace/sense configuration from bipolar to unipolar. Additionally, there was noise that was being oversensed which resulted in pacing inhibition. It was noted that impedances have been increasing over time. The physician discussed with the patient and the patient refused additional intervention and will be evaluated in the clinic. The plan is to continue to monitor. At this time, the pacemaker system remains in service. No adverse patient effects were reported.